Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Based on available information no patient harm occurred. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. Follow-up details have been requested but have not been received to date. Should additional information become available, a follow-up report will be submitted. Note: a total of two cases are associated with this complaint. A separate FDA form 3500a has been completed for each case. (B)(4).

Event description:
It was reported that "the inflation port disconnected from fms tubing while in use. No issues with the patient. The device was removed and new fms inserted without issue" no further details were provided including patient details, treatment, or outcome.